Event description:
It was reported that a pump declared an altitude alarm. The customer's blood glucose level did not exceed 500 mg/dl, indicating it remained within the normal range. Customer followed technical support's instructions to gently clean the speaker holes and reconnect the cartridge, subsequently resuming insulin within five minutes. Pump resumed normal operations with no further recurrence of the alarm, and customer received preventative tips.